Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 509 mg/dl. The customer attempted to treat but received a no delivery alarm during a bolus attempt. He stated that the infusion set cannula had been bent. Advised that this was a clear indication of no delivery issues. Advised the customer to monitor the issue and to call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.